Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable ise indirect na and cl for gen.2 results for 1 patient tested on a cobas 8000 cobas ise module (double). The initial sodium result was 119.5 mmol/l with repeat results of 140.5 mmol/l and 138.7 mmol/l. The initial chloride result was 127.6 mmol/l with a repeat result of 102.2 mmol/l. The results in question were not reported outside of the laboratory. The sodium and chloride electrode lot information was requested but was not provided.